Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported the patient may have passed away prior to (B)(6) 2019 (the date the patient was found); however, the exact date of death was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away at home while connected to a homechoice device. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. All connections appear correct and secure. The cycler remote toolbox software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the event could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the homechoice pro is no longer considered suspect product in this event.